Manufacturer narrative:
It was reported that 34 lvp display boards were returned; however, 31 boards were received. A visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a test fixture and ran basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. The reported issue of dim segments was confirmed through testing on 31 out of 31 returned boards. The exact root cause was not identified, however identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Review of the sn (B)(6) service history record showed the device had a manufacture date of 12/09/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/10/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the display was dim on (34) lvp devices. 31 out of 34 display boards were provided for evaluation. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the display was dim on (34) lvp devices. Although requested there was no additional information provided at this time.

Event description:
It was reported that the display was dim on (34) lvp devices. 31 out of 34 display boards were provided for evaluation. There was no patient involvement.